Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Stoma site infection and buried bumper syndrome are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized for pegj replacement. It was reported that the pegj replacement could not be performed due to the internal plate being ingrown and overgrown on the gastric mucosa. It was reported that the patient was consulted with the surgical clinical, however the patient's buried bumper was not resolved. On (B)(6) 2023, the patient experienced purulent discharge from the stoma site. On (B)(6) 2023, the patient experienced purulent discharge and bleeding for the stoma site. In (B)(6) 2023, on an unknown date, the patient had a stoma site swab, and antibiogram ordered by the physician. The patient was prescribed metronidazole, cipronex, and fluconazole.